Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. This is the final report.

Event description:
During initial implant surgery, the recipient reportedly experienced a complication of the tegmen dura being exposed and thinned. This was repaired during the same surgery using cartilage and fascia for packing.